Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level and power loss. The customer¿s blood glucose was 456 mg/dl at the time of the incident. It was reported that they had received multiple no delivery alarms. The customer declined troubleshooting for high blood glucose. The customer was advised the patient to monitor the pump and call back if problems persist. The insulin pump will not be returned for analysis.